Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was exhibiting undersensing of ventricular events. The patient presented to the clinic and programming changes were made. There were no health adverse consequences to the patient.